Manufacturer narrative:
A review of the device history record confirmed that the device met its standards at the time of shipment. It has been over 7 years since the subject device was manufactured. Since the subject device was not returned, investigation was carried out based on the available information. Although the investigation found the scope was reprocessed on the oer-4 with potential failures of the harness on the fluid flushing pump being broken, or a high voltage that was temporarily applied to the motor of the pump; a definitive root cause of the reprocessing of the scope could not be confirmed. Olympus will continue to monitor field performance for this device. Supplemental report(s) will be submitted should any relevant new information is available and or received.

Event description:
The customer reported to olympus that when reprocessing the rhino-laryngo videoscope, the oer-4 reprocessor liquid transfer pump malfunctioned. It was also reported that the scope was possibly washed in bad condition and used on a patient. There was a therapeutic procedure completed using the same set of equipment. There were no reports of patient harm. Related patient identifiers: (B)(6).